Manufacturer narrative:
FDA no longer accepting asr reporting for this product at this time.

Event description:
The customer reported that patient had a long vtach run and while the bedside monitor was alarming, the customer indicated that the alarm behavior at the central was not as expected since the central was not sounding all alarms. The patient had a 40 beat run of vtach with a heart rate of 120 but did not require any urgent medical intervention and there was no delay in response. The customer has indicated that the patient had reverted on her own back to normal sinus rhythm.